Event description:
The distributor contacted animas on (B)(6) 2014 alleging the intermittent response of the keypad buttons. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad button issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: on examination, the keypad was intact without damage. On testing, all the keypad buttons were had normal response with normal spring back and click. The keypad cover was removed for investigation and did not reveal any evidence of button contact contamination. The pump was opened for investigation and did not reveal any damage, defect or contamination of the internal keypad components. Unrelated to the original complaint, the bolus button cover was noted to have a hole in it; however, the button had normal response when tested. Also unrelated to the original complaint, the display was found to be dim, faded and discolored. Adjustment of the contrast setting did not resolve the display issue.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.